Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter was reading inaccurately high. The patient tests her blood glucose 7 times a day. It is unknown as to what specific date/time the alleged issue began. However, the patient stated that the meter issue had been "going on for 1 week." The patient mentioned that her normal morning readings before the alleged issue began were less than "7.0 mmol/l." After the alleged issue started, the patient claimed that her morning meter readings where around "9.0-10.0 mmol/l." As a result of the alleged issue, the patient reportedly administered self-care by increasing her night dose of novolin insulin by 2 units starting six days prior. At an unspecified time on the next day, the patient reported blood glucose results of "5.?" (Mmol/l) with a lifescan meter and "3.?" (Mmol/l) on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. At the time of testing, the patient reportedly had symptoms of feeling low. She said she was shaky and had slurred speech. The patient claimed that her symptoms were more reflective of the result of "3.?" (Mmol/l) obtained on her friend's meter. It would have been helpful to know the following information: the patient's medication and diabetes management regimens, what meter readings the patient obtained before and after the symptoms developed, and what date/time the symptoms developed. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed, and what date/time the reported blood glucose results were obtained. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury because the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.